Event description:
In 2007, we rec'd a product purchased. The box containing the chemicals was not labeled with any warnings or special handling instructions. One of our employees opened the box, and discovered that the lowry reagent was loose in the box. Opening the box caused the reagent to become airborne and subsequently inhaled by the employee opening the box. Dose or amount: 1 kit, diagnosis or reason for use: chemical.